Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited low impedance. No intervention or patient symptoms were reported. No further information was available at this time.